Event description:
False reactive advia centaur (B)(6) results were obtained by the customer and confirmed with confirmatory testing. The pt was later redrawn for (B)(6) and other (B)(6) test markers, and the results were non reactive. There was no known report of pt treatment being altered or adverse health consequences due to the discordant advia centaur (B)(6) assay results.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false reactive advia centaur (B)(6) test results. The reactive serum (B)(6) test results were confirmed reactive with a confirmatory test result. Sample handling is suspect and may have been a contributing factor. There is insufficient pt sample available for further investigation. The instrument is performing within specifications. No further eval of the device is required.